Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, eight minutes before the insertion of the first port, the patient sustained a burn on the thigh. At the time, the physician was in the midst of operating a uterine manipulator, etc., and noticed burnt fabric covering and the patient suffered a third-degree burn. Since there were other devices in the vicinity of the affected area, it was not clear whether the problem was caused by the video telescope or not, and other products were suspected. The customer indicated that the maximum temperature of the distal end and the circumstances at the time made it highly likely that the event was caused by another product. The procedure was then completed as usual, and ointment was applied to the affected area on the patient. The event resulted in a procedural prolongation of less than 30 minutes. Additional information was received from the customer stating there was no problem with the device itself and the customer confirmed the burn was diagnosed as a third-degree burn as the center of the burn had turned black. Only ointment was applied to the burn, and no surgical procedures, such as excision, were performed.